Manufacturer narrative:
Name: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced tape not sticking of the infusion set event on the first day of insertion in the lower back due to tossing and turning during sleep on (B)(6) 2026.